Event description:
The blade broke during surgery. Spinal surgery. They recovered all pieces of the blade from the patient. The patient is male and aged (B)(6). The patient was not injured. No samples at this time. The blade is usually used for this type of procedure, spinal surgery. Customer does not know what section of the blade broke.